Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the user interface (ui) pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic), designator u2.

Event description:
The customer contacted physio-control to report that their device required service; however, no further details were provided. Upon inspection of the customer's device, physio-control observed that it would not complete the boot-up cycle. The device display remained blank and the device was unresponsive. It would also reboot by itself every 5-10 seconds.